Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf a0509 captures the reportable event of suction valve sticking. Block h2 device analysis: the product was not returned for analysis to identify any defect with the device; therefore, no product or technical analysis could be conducted and the reported event could not be confirmed. The customer did not provide the lot number involved; however, a shipping history review was performed to identify the most probable lot associated with the event, and lot 38400303 was identified. Based on the available information, the most probable cause of the reported issue cannot be established due to lack of evidence, and without proper evaluation of the device it remains unknown what contributed to the event; therefore, the cause is classified as cause not established. No labeling or additional risk review concerns were identified during the investigation. Based on the findings documented in this investigation, further escalation of this complaint is not required. Block h7: on (B)(6) 2026, boston scientific initiated a field safety corrective action (fsca - boston scientific reference: (B)(4)) that included the removal of orca? Single use air/water and suction valves associated with batch number 38400303 due to increased reports of suction button sticking issues. A communication was sent out to materials managers/health care professionals on (B)(6) 2026, with instructions to immediately stop further use or distribution of orca? Single use air/water and suction valves associated with batch number 38400303, remove the devices from inventory, and segregate them in a secure location until they can be returned to boston scientific. Boston scientific will continue to closely monitor and trend similar events and associated risks, as outlined in our quality systems process.

Event description:
It was reported to boston scientific that orca air water and suction valves were used in an esophagogastroduodenoscopy procedure performed on (B)(6) 2026. The suction button became stuck in the depressed position, and difficulty was encountered while detaching it from the scope. The procedure was completed with another of the same device. There were no patient complications as a result of this event.